Event description:
Restenosis of three multilink stents in right coronary artery that was heavily calcified. A bonnie 3.75 x20 was used for eight inflations. During the last inflation the balloon ruptured. Upon withdrawal the distal portion of balloon & shaft remained in the right coronary artery. The shaft portion & balloon were snared successfully. The distal portion of the balloon was unretrievable & remained in pt. Several attempts were utilized to retrieve but were not successful a stent was placed over the balloon piece pushing it into the adventitia. The pt remained in stable condition and was discharged from the hosp on 4/1.